Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an avnrt procedure, the patient experienced av nodal block and the procedure was discontinued. The geometry was mapped, low voltage bridge, and the his cloud was marked. Ablation was initiated with a dry tip 4mm catheter and was then exchanged for a tacticath se catheter. New geometry was created and the his was remarked. Ablation was initiated while the patient was in svt, in a region that was 2cm (20mm) away from the nearest his points. It was noted that the tachycardia broke, with intermittent sinus and junctional beats for a few seconds followed by av nodal block. Ablation was immediately stopped. A temporary pacemaker was implanted followed by a permanent pacemaker a couple of days later. The patient is stable.